Event description:
It was reported that at implant of the lead, there was blood in the lumen under the insulation. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.